Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that at the end of operation, it was noted that the tip of the insulation was damaged. Nothing fell inside the pt cavity and there was no pt injury. Upon return an initial visual inspection of the incident device it was found that it had bare jaw wires.